Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on (B)(6) 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g4; g6; h1; h2; h6. The reported event cannot be confirmed. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
A journal article was obtained that reported a retrospective study. The purpose of the study was to compare the postoperative outcomes of osteosynthesis using anatomical plates using all proximal screws and using all proximal pegs. The study reviewed 48 patients who underwent osteosynthesis using an anatomical locking plate for proximal humeral fractures at two general hospitals. The patients were divided into a screw group (25 patients) and a peg group (23 patients) according to the devices used to fix the humeral head. All surgeries were performed using a delto-pectoral approach with all fracture fragments using two no. 2 wires attached to the rotator cuff muscles. Rehabilitation was performed for 5 months after surgery with a mean follow-up conducted for 1 year post-operative. The study reported four patients who experienced loss of reduction of the greater tuberosity. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. G2: literature - furuhata, r., tanji, a., kamata, y., & matsumura, n. (2025). Comparison of surgical outcomes of osteosynthesis using anatomical locking plates with proximal screws and smooth pegs for proximal humeral fractures. Bmc musculoskeletal disorders, 26(1). Https://doi.org/10.1186/s12891-025-08917-0. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.